Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 serial # (B)(4) description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was having difficulty urinating. The patient went to the hospital where a high white blood cell count was noted. The patient was explanted as an infection was suspected, however, no visible symptoms were present. The patient was given oral antibiotics and the physician does not believe the infection is device or procedure related. The physician does not know if the urinary difficulties were device related. The patient is reportedly doing well.

Event description:
A report was received that the patient was having difficulty urinating. The patient went to the hospital where a high white blood cell count was noted. The patient was explanted as an infection was suspected, however, no visible symptoms were present. The patient was given oral antibiotics and the physician does not believe the infection is device or procedure related. The physician does not know if the urinary difficulties were device related. The patient is reportedly doing well.